Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2018. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2138700 model: sc-2138-70 serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was frequently charging the ipg as the ipg was no longer able to be charged. The patient also experienced inadequate stimulation. The patient underwent a procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively with good coverage. The explanted devices were retained by the medical facility and will not be returned.